Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that when her husband was operating the unit it would not come all the way down.